Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer was administered juice, sugar, food by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), unsoldered battery was observed. Attempted to scan sensor with evm; sensor scan was successful. Extended investigation was performed on the returned de-cased sensor, no contamination, damage, or solder issues were observed on the returned pcba. The returned battery has been measured and results were not within specification. Attempted to re-program returned sensor to perform current consumption test to determine how much current is being drained from the sensor, observed device event log full message followed by nfc (near field communication) command error due to unable to activate the sensor - event log full message will prevent the sensor from being re-programmed. An event log full message would prevent from monitoring the sensor's current consumption when in on and off states. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer was administered juice, sugar, food by a third-party for treatment. There was no report of death or permanent impairment associated with this event.